Event description:
A fractured tibia was plated with a medial tibia plate on (B)(6) 2013. The plate broke and was explanted (along with the screws) on (B)(6) 2014.

Manufacturer narrative:
Add'l mdrs associated with this event: MDR 3025141-2014-00067: plate p/n 70-0029, MDR 3025141-2014-00068: screw #1, MDR 3025141-2014-00070: screw #3, MDR 3025141-2014-00071: screw #4, MDR 3025141-2014-00072: screw #5, MDR 3025141-2014-00073: screw #6, MDR 3025141-2014-00074: screw #7, MDR 3025141-2014-00075: screw #8, MDR 3025141-2014-00076: screw #9, MDR 3025141-2014-00077: screw #10 and MDR 3025141-2014-00078: screw #11.